Manufacturer narrative:
Event date: (B)(6) 2019. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were particulate matter observed inside the 15 homechoice cassettes between the plastic sheeting. This was noticed before use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information (2) devices were not received for evaluation; therefore, a device analysis could not be completed. Thirteen (13) actual samples were received for evaluation. A visual inspection was performed and noted one (1) particle embedded in a cassette. The particulate matter observed was not loose and is known to be intrinsic to the molding process for the clear plastic cassette. From the observations, the particle appeared to be a darkened speck of the same cassette material which occurs during the heating process necessary to injection mold the cassette into the functional shape during manufacturing. The particle measurement was smaller than the specification size restriction. Therefore, the product meets specification requirements. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.